Manufacturer narrative:
The explanted device was not returned to manufacturer as it was discarded. Without return of the device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm bioprosthetic aortic valve, implanted approximately four (4) years and eleven (11) months, was explanted due to unknown reasons. The explanted device was replaced with a 27mm. Should additional information be received at a later date, a supplemental MDR will be submitted.

Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information provided by hcp indicates this bioprosthetic valve was explanted due to aortic insufficiency. There were no reported complications and patient was discharged home.